Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the battery compartment was broken, the bottom case and the right plunger case were cracked, and the batter was missing. A review of the event history log identified multiple battery not working errors. During functional testing using a test battery for over 8 hours and no problem was found. Thus, the customer's battery must have not worked as intended. The root cause of the issue was related to normal wear and physical damage by customer to the plunger assembly. The pump was over two years old. Thus, the battery was over two years old. Replaced bottom case and all the plastic parts of plunger assembly for physical damaged. Replaced battery and performed preventative maintenance and functional testing.

Event description:
It was reported that the pump had a lose object inside and a battery not working error. No patient injury or involvement was reported.